Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-aug-2019. With the following findings: evaluation revealed a dim, discolored display. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed a dim, discolored display. Unrelated to the complaint, investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 28-aug-2019.